Manufacturer narrative:
H.6. Investigation summary: four photos and one loose 1ml ll syringe with a customer¿s needle attached were received in a plastic container. The complaint description was not clear and proper translation is required. The sample was visually evaluated. The syringe was observed to have a jammed stopper condition, which is rejectable per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. The batch # is unknown, therefore defective rate cannot be identified. Batch # is required to determine if corrective actions are necessary. No corrective actions will be taken based on the available information. A device history record review could not be performed as lot number was unknown. H3 other text : see section h.10.

Event description:
It was reported that before use of the bd syringe luer-lok¿ tip the rubber part of the plunger was melted. The following information was provided by the initial reporter, translated from japanese to english: the rubber part of the plunger was melting and it doesn't move.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd syringe luer-lok¿ tip the rubber part of the plunger was melted. The following information was provided by the initial reporter, translated from (B)(6) to english: the rubber part of the plunger was melting and it doesn't move.